Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt).it was reported that the cause of gaining weight is diet meditation.they are still planning to loose some more weight.

Manufacturer narrative:
Continuation of d10: product ID: 97755 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) has history of implantable neurostimulator (ins) recharging issues and has had her externals fully replaced during 2024. Over past 1.5 weeks, pt has had acute issue with not being able to charge their ins over 30% due to patient losing connection while charging ins and the controller battery depleting prematurely and needing to be recharged. Controller taking charge fine per pt. Pt uses belt and usually can start with excellent coupling and then will later lose their recharge connection. Pt does tend to walk around while charging ins because pt finds it harder to charge their ins while sitting down because the pt's ins moves/shifts in pocket when pt sits down. Pt also had lost 45 lbs in the past 7 months but pt says her ins still feels tight in pocket. However, pt does note that the top of her ins is more shallow and the bottom of her ins is more deep into her tissue. Technical sourcing specialist (tss) had pt move rtm cording around during active recharge session but this didn't change excellent coupling at all. During recharge session, pt went from excellent to charging needs attention and having to retry the charging session (pt was unsure of what exact screen was showing during the call). Pins on the controller and recharger telemetry module (rtm) looked fine per pt. Tss reviewed that pt not being able to sustain recharge coupling is draining the controller battery prematurely. Tss reviewed replacing rtm but also indicated if this didn't help, that pt should be seen and her pocket assessed. A replacement recharger telemetry module (rtm) was sent out.